Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "pump was not alarming when it should have". The device operator was a registered nurse. Medication being infused is unknown. Patient involvement is unknown.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.